Event description:
It was reported that patient faced adhesive issue on (B)(6) 2026 as infusion set fell off while bathing. Patient reported adhesive issue with two infusion sets which were replaced and resumed insulin successfully.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.